Manufacturer narrative:
(B)(4). The device was received for evaluation still coupled with the drug vial and with the viaflo bag. Visual inspection of the inside of the vial revealed a grey particle (part of the vial) approximately 2 mm in diameter. In an attempt to replicate the breaking off of a grey particle, the vial-mate was coupled with a new, in-house vial; no damage of the vial bung was observed following a single, optimal activation of the vial-mate. The cause of the condition was determined to be a suboptimal activation of the device which resulted in coring of the vial. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter from the vialmate stopper was inside the vialmate. The device was filled with 1 gram of cloxacillin and 100ml of sodium chloride. There was no patient involvement. No additional information is available.